Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 575 mg/dl, was attempting to bolus but the device alarmed. Customer does not recall any significant events which may have lead to the alarm occurring. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and a cracked case near the display window corners were noted during the visual inspection. No button error alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces.